Manufacturer narrative:
No additional information was supplied regarding this event. (B)(4).

Event description:
A customer reported to beckman coulter inc., (bec) that the seam of the total bilirubin (tbil) cartridge was leaking. No injury was reported on this issue.